Event description:
According to the reporter: incomplete staple line occurred. Sutures were placed to correct the issue. Operative time was extended by more than 30 minutes as a result of event. Staples were reported to be malformed.

Manufacturer narrative:
(B)(4).